Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at home. The patient was found with all batteries depleted. No pump stops could be seen on system controller interrogation. Log file review was requested which revealed low power advisories at 4:04:12 on 11 apr2026. The alarms progressed to low power hazard alarms at 5:22:34, and no external power at 5:29:18. After the no external power events, at an unknown point in the a system controller clock corrupt alarm was noted and the pump stopped due to loss of external power. The ventricular assist device (vad) appeared to have functioned as intended based on the log files until the device lost power from all sources. The clinical cause of death was unknown, and it was unclear if the outcome was device or therapy related or if the device operated as expected.